Event description:
It was reported that the patient underwent a micro discectomy. It was reported that during the procedure, the distal tip of the pituitary broke off. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and optical examination of the jaw identified a quasi-brittle fracture with no indication of fatigue. No fracture, cracking or bending is noted around either side of the upper or lower pivot pins. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.